Event description:
It was reported that during a photoselective vaporization of the prostate (pvp) procedure the fiber broke at 19,470 joules and 8:10 minutes of use. The fiber was not cleaned during the procedure. The procedure was completed with a second fiber with no clinical consequences to the patient.

Manufacturer narrative:
He device history record (DHR) confirmed that the devices met all material, assembly and performance specifications. Analysis of the device revealed the glass cap distal part was detached and returned. The glass cap exhibits moderate devitrification at output area, and detritus adhesion around output area. Cap wear and cap detachment are known inherent risk of device. Cap wear was accelerated due to heat accumulation caused by anatomical/procedure factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber. The identified issues noted above may activate the fiberlife function which would modulate the power showing a pulsing beam or system would be placed into standby mode. This would cause reduced vaporization efficiency. Cap wear acceleration lead to the possibility of glass cap fracture. In addition, analysis identified the glass cap has a fracture at the uv glue zone. Due to the observed glass cap fracture, the potential for forward firing may exist. Based on the glass cap fracture and glass cap detachment, an evaluation conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that during a photoselective vaporization of the prostate (pvp) procedure the fiber broke at 19,470 joules and 8:10 minutes of use. The fiber was not cleaned during the procedure. The procedure was completed with a second fiber with no clinical consequences to the patient.